Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date:31-jan-2025 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 19-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) was admitted to the hospital with abdominal pain related to an infection in the stomach area that was not at the driveline exit site. Cultures were reported as positive for staphylococcus epidermidis, it was unknown whether the culture was from blood, skin or related to the buried driveline. The patient was treated with intravenous antibiotics. During the hospitalization, a loss of power occurred when the patient accidentally double disconnected while trying to use the bathroom late at night, there was no visible damage to either battery. A motor start event with parameters outside of the typical range was also noted. The ventricular assist device (vad) and controller remain in use. No further patient complications have been reported as a result of this event.